Event description:
It was reported that the patient presented to the hospital for a routine device change out procedure. The right atrial lead exhibited intermittent under sensing. The lead was capped and replaced.